Manufacturer narrative:
Correction: d4: model and serial number. The primary issue appears to be physical damage to the foot control laser door, which required replacement. Additionally, replacement of the mains lead and inspection of the ac panel suggest there may have been wear-related degradation or loosening of power connections over time. Considering the system was built in january 2020, it has been in use for over four years, making age-related wear a plausible contributing factor. The service visit also included updates to firmware and gui, calibration of various components, and comprehensive testing ¿ all of which appear to be preventive or routine validation activities performed to ensure full system functionality after component replacement. No abnormal findings were reported after service completion. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
The device history was reviewed and found to meet manufacturing specification. This investigation is ongoing.

Event description:
The user facility in united kingdom reported during a procedure the system shut down and had to restart, causing a 5 minute delay. The procedure then completed with no errors.